Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs4003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "after removal of a 3 fr. Powermidline the line was found to be cut or torn. There was no harm to the patient." No other information was provided.